Manufacturer narrative:
This MDR is a retrospective report. A previous occurrence of this issue was reported as MFR report #: 3011233554-2019-00006 and associated with recall 30112335544-11-18-19-003-c. This issue was in the recall but was not individually reported as an MDR. The recall for this issue has been completed and a software patch was released. Viewray has not received a customer report of incorrect dose application or significant delay in treatment due to this issue.

Event description:
During internal testing viewray identified that under certain circumstances the previously delivered dose may not be correctly displayed when plan position is in the head-first-prone (hfp).